Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed that the pulse generator exhibited over sensing on the right ventricular channel. It was noted that the right ventricular lead was placed high on the ventricular septum and had a history of over sensing. No intervention was performed.